Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would not exit the load reservoir process and it was not rewinding. The customer's blood glucose was 20.3 mmol/l at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with an unresponsive keypad or button error alarm due to moisture damage on the keypad flex connector. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Prime or fill anomaly unknown. Insulin pump received with missing segments or partial display due to moisture damage on electronic assembly. Missing segments partial display confirmed.